Event description:
It was reported that a scheduled transmission for this device identified occasional elevated atrial threshold measurements with the most recent threshold of 3.0v, output adapted to 5.0v. Other lead measurements were satisfactory. Additionally, presenting electrogram (egm) shows intermittent farfield r-wave oversensing (ffrwos). The information was documented. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.